Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a hole in the tubing through pinch valve vl45 at the fitting of the differential mixing chamber. Pinch valve vl45 controls the stabilyse line to the differential mixing chamber. The fse replaced the tubing to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a hole in the tubing through pinch valve vl45 at the fitting of the differential mixing chamber. (B)(4).

Event description:
The customer reported noticing pink color fluid which leaked from the coulter lh 750 hematology analyzer and onto the countertop while running patient samples. The customer was unable to locate the source of the leak but indicated that approximately 5 ml of fluid leaked. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and face shield at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.